Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance with possible fracture. It was also reported that patient experienced inappropriate therapy/shock with multiple short v-v interval episodes. The rv lead was capped and a previous rv lead that was capped was reactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant: d154awg ICD implanted: 2009-07-30; 5076-45 lead implanted: 2006-(B)(6).